Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that the pod lost communication with the pdm. He had blood glucose readings from 447 mg/dl to high (>500 mg/dl). He stated that he was a little incoherent with slurred speech and dizziness. Ems brought the customer to the hospital where he was treated with IV saline and insulin. He was given 50u insulin and released within a couple of hours. The pod was worn between 1 and 4 hours.